Event description:
Patient reports feeling sick on the day before the event, nausea and vomiting, but had not checked bg for several days. Hospitalized on the day of the event. Patient reportedly in coma. User error likely caused event.